Event description:
International affiliate reports the valve was implanted 2001. In 2002 the patients condition deteriorated and the surgeon was unable to change the patient's intracranial pressue. The valve was explanted and the surgeon reports the device was missing a spring in the outlet valve.